Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of pain. Implant loosening. Triathlon total knee was used to convert knee.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned for inspection. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient complained of pain. Implant loosening. Ttriathlon total knee was used to convert knee.